Event description:
It was reported in the journal of urology, volume 171, 762-764, 2/2004 that after a sling procedure the pt presented with an urethral obstruction. The pt developed immediate postoperative urinary retention and bladder emptying problems that lasted up to 5 months. The pts also complained about severe urge symptoms, straining to void and feeling of incomplete bladder emptying and/or ruecurrent urinary tract infection. Multiple pts were referenced in the article and, the time from surgery to the diagnosis of obstruction varied from 5 to 46 months. The pt is awaiting intervention.